Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable and can connection status faults) has been confirmed. Upon investigation the electrode belt displayed a service code 204 (belt/monitor unusable) was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd500 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse events occurred from the damaged monitor or electrode belt. Monitor sn (B)(4) - 8/7/2018. Belt sn (B)(4) - 2/15/2018.

Event description:
A us distributor reported that a patient's monitor would not power on. Additionally, the patient was receiving can connection faults and a service code 204 (belt/monitor unusable).